Manufacturer narrative:
Results: the first penumbra system 3max reperfusion catheter (3max) evaluated was ovalized from approximately 139.0 cm from the hub to 146.0 cm from the hub. Conclusions: evaluation of the returned devices revealed the 3maxs were ovalized. It is possible for a 3max to become pinned against patient anatomy or other devices. If the 3max is forcefully manipulated while pinned or otherwise restrained, the 3max may become ovalized. The ovalized catheter shafts likely contributed to the intermittent inability to aspirate clot during the procedure. The kink observed in the second 3max was likely incidental and may have occurred during packaging for return to penumbra. The neuron max mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00499.

Event description:
The patient was undergoing a thrombectomy procedure in the m3 segment of the cerebral artery using penumbra system 3max reperfusion catheters (3max). During the procedure, the physician inserted a 3max through a neuron max 6f 088 long sheath (neuron max) and attempted to aspirate the thrombus; however no blood was observed in the tubing. The physician then removed the 3max and noticed that the 3max had collapsed a few centimeters proximal from the tip; therefore, the procedure was continued using a new 3max and the same neuron max. While aspirating with the new 3max, the physician again noticed that the blood flow was stagnant in the tubing and, therefore, removed the 3max. Upon removal the physician saw that this 3max had collapsed a few centimeters proximal from the tip as well. The physician performed an angiography and saw that the thrombus mass was cleared; therefore the procedure was ended. There was no report of an adverse effect to the patient.